Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.73ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The pump history was downloaded and printed at the user facility. The dates in the history did not correlate with the customer's reported event info and programming parameter; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the pt received more IV fluid than intended. The pump was returned to the biomedical department with an unsigned note that stated, "over infused. Finished 4 hours early." At an unspecified time, the device was programmed to deliver an unspecified hydration fluid. No specific programming parameters were provided. The customer contact reported that the delivery was complete in 6 hours instead of the intended 20 hours. During testing at the user facility, the device delivered more than expected. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.